Event description:
It was reported to resmed (B)(4) that an astral device was dropped causing damage to the touchscreen display. Per the reporter, the device was operating normally before it was dropped. There was no patient injury reported as a result of this incident. Ref MFR # 3004604967-2015-00033.